Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware had failed on the main drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 1.1 pocket b2 was failed. A field service engineer (fse) inspected the row boards and pockets in drawer 1.1 and reseated the cables on row b. No issues were found with the pockets. The fse logged into the hardware test application, retested the pocket, and completed the final test with no issues. The final report was attached to the feed, and the pocket functionality passed testing. The system functioned as intended after the field service engineer repaired the device.